Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact pacific drug eluting pta balloon catheter to treat a lesion in a patient. During use, it was noted that the balloon was twisted and impossible to inflate. No patient complications reported for this event. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: a visual and a tactile inspection were carried out on the device returned: dry blood and contrast agent was found in the circuit and a twisted point was detected on the balloon, at 45 mm from the tip. The inspection did not report any other abnormality on the device. The device was flushed and a 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: the balloon kept showing the twisted point. - 2 bar: the balloon showed pronounced wrinkles in the middle of the balloon and a change in profile. - 7 bar: the wrinkles on the balloon were no more visible, but a little change in profile was still visible. A twist was detected on the guide wire lumen. - 14 bar: no wrinkles on the balloon were visible and the twist on the guide wire lumen was clearly visible. Evaluation: methods: visual inspection. Results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion

Event description:
.